Event description:
Baxter notified of incident through third party legal notification. Patient was undergoing dialysis at the hospital. It is unclear whether or not baxter product was even used relative to this incident. No further information available.